Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that nurses had override all medications and established temporary profiles. A technical support specialist connected to the server regarding a server downtime inquiry found no issues with the interface. The specialist remotely accessed the ER and inpatient stations and confirmed that there were no disconnected icons displayed on either station. Upon reviewing the data synchronization logs, it was determined that there were no communication issues present. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system exhibited sluggishness and delays; in offline mode, patient data and orders are not being transmitted. The customer reported that there was a delay in the dispensing of medication previously; however, the station was placed on critical override. Consequently, nurses are required to override all medications and establish temporary profiles. There were no adverse events or injuries reported based on this event.